Manufacturer narrative:
Additional information: b5, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative stating magnetic resonance imaging with contrast was performed. Action result: degenerative foraminal deformity at l4-5 with exiting left l4 impingement. MRI without contrast scan was performed on (B)(6) 2025. Results states, mild degenerative canal stenosis at l2-3 without descending impingement. Foraminal narrowing at l1-2 with chronic exiting right l1 impingement. No further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(6) under sub event 8. It was reported that, subject has pseudoarthrosis at l4-5 with loosening of the l4 screws specifically on the right. There is evidence of bone growth. Residual numbness in left foot. Plan to update lumbar MRI w/w/o dye in 6 weeks. Medications were continued with lyrica. There was no hospitalization. Severity of assessment was mentioned as moderate. Site related assessment: adverse event was probably related to posterior supplemental fixation system and possibly related to procedure (l4-l5 and l5-s1 tlif). Unlikely related to capstone peek spinal system implant and tlif grafting material. Sponsor assessment (oc muo): causal related to the procedure, possibly related to the tlif graft, to the interbody device and to the post fix device. There is plan to perform MRI imaging w/w/o (with and without) dye in 6 weeks. No plans to perform revision surgery to explant the loosened screws have been mentioned. Patient had pseudarthrosis at l4-l5 with loosening of the l4 screws specifically on the right. There is evidence of bone growth. Residual numbness in left foot.